Manufacturer narrative:
As viewed through the returned packaging the coil was found protruding out of the sheath and entangled. Located 42.0 centimeters off the distal tip of the green introducer the coil was found protruding outside the introducer sheath. The entire skive was inspected and no damage or opened skive was found. The exposed section of the coil was found to be undamaged. The section of the coil still contained inside the sheath was also found to be undamaged. Located off the proximal end at 80.0, 103.0, and 112.0 all in centimeters are bends in the core wire. The circumstances of this unreported damage cannot be determined as all microcoil systems are visually inspected during the insertion into the hoop dispenser for final packaging and this discrepancy would have been easily caught. The locking mechanism was found to be fully functional. There is no mechanical sheath damage resulting in an opened skive at the protrusion site. The entire skive was found intact and closed except at the protrusion site. The coil was found undamaged inside the sheath. No manufacturing defects were found. The root cause of the coil protruding outside the introducer sheath cannot be determined as this discrepancy would have been easily observed during the insertion of the microcoil system into the hoop dispenser, therefore the circumstances of how and when this occurred cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the unreported damage that the coil was entangled and the reported event that the introducer of the deltamaxx was split open upon opening the package could not be determined. It is plausible that the entanglement occurred upon shipping or handling at some point after the coil was exposed upon the introducer splitting open. However there is no evidence of a manufacturing defect as review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact from the hospital reported that during transvenous embolization of the pulmonary arteriovenous malformation introducer sheath of the deltamaxx (cdx182060-30 / c33979) was already split open when taken out from the packaging hoop. The procedure was the tve of the pavm. The patient was a male of unknown dob, whose vessels were moderately torturous but not calcified. A radifocus m (terumo), a tempo (cordis, 4fr), and a px slim (penumbra, 45 angled) were used for this procedure. It was reported that the introducer sheath of the complaint deltamaxx was already split open and the dpu was exposed when the coil was taken out from the protective hoop. Another deltamaxx of the same catalog # (lot unknown) was used instead. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not available for analysis. No further information is available. Failure analysis discovered that the coil was entangled.